Event description:
It was reported the subject device had an optical connection error unusable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and determined the cause video cable is broken and therefore error 228 occurs. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the insertion section is broken and therefore the light transmission is not given or too low. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an optical connection error unusable. There were no reports of patient harm.